Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer accepted a proposal for onsite service by a field service engineer (fse) and a replacement flow sensor assembly (fsa). This investigation is ongoing.

Manufacturer narrative:
On 29jan2025 the field service engineer (fse) returned to the customer site and replaced the gas delivery system (gds). Following the part replacement, the fse completed a performance verification test. The device passed the pressure, air, and flow tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on 11jan2025, a field service engineer (fse) went to the customer site and attempted to return the device to full functionality by replacing the flow sensor assembly (fsa), but the fse determined that a replacement gas delivery system (gds) would be required. Further service, troubleshooting, and part replacement is pending. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 12 aug 2024, it was provided that the device issue occurred outside of clinical use, with no patient involvement. This investigation is ongoing.